Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension exl with lm instrument on two patients. It is unknown if the initial na, k and cl results were reported to the physician(s). The same samples were repeated and those na, k and cl results were sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the customer was using a stat spin during the time of the event. The tsc determined that a stat spin can cause fibrin and platelets to form in the sample. The tsc instructed the customer to follow the tube vendor specification for proper sample spinning and to ensure sample tubes are not partially filled. The tsc also instructed the customer to replace the integrated multisensor technology sensor and to check the sample probe alignment. The customer successfully ran diluent check and qc. The cause of the discordant sodium, potassium and chloride results is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.